Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a defective ejection pin in position 7. Fse replaced the plunger clamp and inspected all tip and plunger clamps. The instrument was tested without further problem and was returned to expected operation.